Event description:
A stapler being used during an anastomosis caused crushing and tearing of the bowel. The staple line and damaged section of bowel (1-2 cm) were removed and the bowel resection was completed by hand.